Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2013, the patient underwent orif for trochanteric with the nail and the blade in question. The surgery was completed successfully without any surgical delay. The bone fusion was achieved and good progress was confirmed in 2015. At the time of the visit on (B)(6) 2022, the blade had progressed toward the epiphysis to just below the subchondral bone. The physician determined that there was a causal relationship with the products. He commented that the micro-motion of the implant may have caused insufficient fixation of the blade due to implant distortion, and external factors may have added to the situation, causing the blade to fracture the cancellous bone and progress. No further information is available. This report is for one (1) unk - nail head elements: pfna blade. This is report 2 of 2 for complaint (B)(4).